Event description:
Boston scientific received information that the patient with this device system was reportedly syncopal prior to the device implant procedure. Approximately ten months following implant, the device was programmed vvi 30. Approximately three months later, the patient was presented with shortness of breath and chest pain during pacing. The patient continued to present with syncope, however, the cause was unknown. The patient's physician was considering explanting the device, as it was not improving the patient's symptoms. The local area sales representative did not believe that the observations were a result of the device system. The patient was scheduled to meet with their cardiologist. No immediate procedures were scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.